Event description:
Koru medical became aware of (B)(4) received through the FDA medwatch program stating " inbound call from pharmacy service representative - spoke with patient - said her syringe jumped out of the pump with her last infusion, reviewed technique for sc infusion and loading syringe/ tubing, correctly on pump. Pt. Also has an old pump on hand that works well - and she will use that until we send replacement pump to her. Pt thinks using old pump - causing her to have knots like reaction after infusion and switching to new pump may help. Informed pt to contact us if issue is not resolved with next refill. Warm transfer pt to speak with pharmacy service representative -to send replacement freedom 60 pump and to make an arrangement to pick up old pump from home. (Entered note per text note from rph). Indication: common variable immunodeficiency, unspecified. Reported to (B)(6) by health professional." A good faith effort was sent to the initial reporter on 06-jul-2022. A response was received stating the reporter did not provide the pump serial number or expiration date info. However, upon further investigation there is a reasonable possibility the pump in question may be serial s014861634. No further information was provided. The device involved in the event was not returned to koru for evaluation. Manufacturing review and assessment confirmed all devices manufactured for lot s.82119 had no failures during performance testing. Serial (B)(4) passed performance testing without requiring retesting or repairs prior to being release to inventory. The most likely root cause of this incident is end-user error; it is possible the end-user did not seat the disc luer securely into the freedom60 pump. No further information has been received, therefore koru medical considers this medwatch closed. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
This MDR is being filed as part of remedial action performed per (B)(4). (B)(4) has been initiated to investigate syringe ejections.